Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered six inappropriate shocks and inappropriate anti-tachycardia pacing (atp). Therapy was exhausted. The patient presented to the emergency room (ER). Technical services (ts) reviewed device data per request. Ts advised supraventricular tachycardia (svt) in the ventricular tachycardia (vt) zone led to inappropriate shocks being delivered. Ts suggested the physician could consider increasing the vt and ventricular fibrillation (vf) zones. The physician approved this programming change, and the crt-d was reprogrammed. This crt-d remains in service. No additional adverse patient effects were reported.